Event description:
Pt was scheduled for a transurethral resection of the bladder neck contracture with holium laser. The tip of the 550micron laser fiber broke off. The surgeon tried to look for the tip but failed to locate the tip inside the pt. This is a repeated occurrence at this facility for this piece of equipment from this same company. Reason for use: cystourethroscopy with transurethral resection.